Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases, red particles in the fill channel and curved opening on the anterior side. A leak test and microscopic analysis were performed which identified a striated opening on the anterior side, and an observed void greater-than 1-mm in the non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool. Additional, corrected, and/or changed data: h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.